Event description:
A nurse reported that following intraocular lens (iol) implant surgery, the pt experienced dysphotopsia, blurred vision for distance and reading, and sees colors as muted. The nurse indicated that the pt could not tolerate and the lens was eventually exchanged for a competitor's lens. The nurse reported the events have resolved. No further info is expected.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated that an unapproved viscoelastic combination was used. Root cause: no root cause could be identified by the investigation. No sample was returned. File indicated a failure to follow the dfu by using unapproved viscoelastics. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. A completed questionnaire was received on 06/03/2011. No further info is expected. (B)(4).